Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: with the information collected during the investigation, there was enough evidence to support that the device was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run was not related to any additional complaint infection record reported at time of investigation. During the trend review of all infection complaints for the period of (B)(6) 2018 through (B)(6) 2020, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, no corrective action was deemed necessary at time of investigation. Additional, changed, and/or corrected data: b.5.

Event description:
Patient reported via regulatory agency unknown side "from the moment of the implant they generated rejection" and "their stitches were infected the following year." Patient also reported via regulatory agency "vertigo", "high immunoglobin", "high sedimentation rate", "headache", and "fatigue"; these are not device related. Device remains implanted.

Manufacturer narrative:
In response to FDA report number mw5095640. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset).

Event description:
Patient reported via regulatory agency unknown side "from the moment of the implant they generated rejection" and "their stitches were infected the following year." Patient also reported via regulatory agency "vertigo", "high immunoglobin", "high sedimentation rate", "headache", and "fatigue". Device remains implanted.